Manufacturer narrative:
This device is expected to be replaced. If additional information becomes available this report will be updated.

Event description:
It was reported that tones were heard from this implantable cardioverter defibrillator (ICD) device and the device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. The device also reached its elective replacement indicator (eri). This device remains in service at this time. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
At this time, the product has not been returned. If additional information is received, this report will be updated at that time.

Event description:
This supplemental report is being filed based on explant and replacement of the device.